Event description:
It was reported that after the initial inflation in the sfa, the balloon would not deflate. A needle was inserted through the skin to deflate the balloon. The catheter was retracted through the introducer sheath without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.